Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Samples received: 39 unopened racepacks. Analysis and results: there are no previous complaints of this code-batch. (B)(4) units of this code batch were manufactured, there are no units in our stock. Needle attachment testing of the samples received was performed and the results fulfill the requirements of the OEM. Review of the batch manufacturing record indicates this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: portugal. It was reported that the needle detaches from the thread.